Event description:
Mcmillian, md, et al. "Catheter-associated masses in patients receiving intrathecal analgesic therapy." Intl anesthesia research society. 2003; 96: 186-90. The patient with osteoarthritis of the knee developed a catheter associated mass and was asymptomatic. The medication was morphine 70 mg/ml at a daily dose of 15.8 mg, with 0.25% bupivicaine. The duration of therapy was 18 months. The patient elected to discontinue intrathecal therapy with removal of the pump, leaving the intrathecal catheter in place.

Manufacturer narrative:
.